Event description:
It was reported the patient presented for implant procedure. After surgery, the ventricular leadless pacemaker (lp) dislodged to the pulmonary artery. The lp was retrieved and was too damaged to reimplant. A different lp was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement and break could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis found that the helix was out of specification, helix elongation is consistent with having occurred during procedure. The device was unable to establish telemetry. Field information indicated the device was permanently disabled in the field which deactivates the device, and no further analysis could be performed. A review of the device history record (DHR) confirmed no issues were identified related to the reported events.